Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.205 ng/ml) from a single patient sample processed on the vitros 5600 system. The falsely elevated result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, a health care provider questioned the result and the sample was repeat tested. The retest result (0.033 ng/ml) was believed to be true and a corrected report was issued. There was no allegation of inappropriate medical action being taken and there was no allegation of harm patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the customer obtained a non-reproducible higher than expected vitros trop I es result from a single patient sample processed on the vitros 5600 system. The investigation determined that this customer had not processed samples in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive cause has not been determined. There is no indication that an instrument or reagent issue contributed to the event. The investigation determined that a user error (operator inappropriately diluted the affected sample) contributed to the magnitude of the bias in the affected result.